Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently included incorrect information during initial submission.

Event description:
Please note that the this event was initially first reported on 11/4/2023. G3 cannot be updated since this needs to align with the correction date.

Event description:
It was reported that the device was discarded after surgery and therefore is not available for evaluation. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported the vns battery was noted to be low. It was also noted that in the clinic the patient's settings was noted to be slightly off since last turn on. The patient was referred for replacement due to low battery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.